Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer (physician) reported: liquid was leaking out of the cassette membrane and caused a system error when switching from phaco to irrigation/aspiration mode. The system worked fine after replacing the cassette and restarting the system. The procedure was completed and the physician stated the pt was no impacted. Additional info was requested.